Event description:
It was reported that during use of this ablator in a shoulder procedure, the device started operating on its own. There was no reported injury or surgical delay with this event.

Manufacturer narrative:
Duplicate the reported problem. Further investigation by the r&d engineer found salt-like deposits inside the unit under the ablate switch dome, which indicated a leak. This may contribute to the reported problem. A supplier corrective action has been initiated. A leak test is performed on all production units prior to packaging and a change in cleaning process has been implemented for this device prior to bonding. This failure mode remains under investigation, and conmed linvatec continues to monitor this product for failures.